Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 5 months after the dental implants was installed in intraoral region #10 it was verified its non osseointegration. 35 ncm of primary stability was achieved and immediate load was not performed.